Event description:
Piece of device reported to have broken off during use in surgery. Piece could not be retrieved at the time of event. Piece was later retrieved in a second surgery. Pt is reported to be do doing well with no injury or damage.